Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield broke off the device. No patient impact reported.

Manufacturer narrative:
E4. The initial reporter also notified the FDA. Medwatch report # mw5152137 h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to corrected information: d4. Medical device lot #: 2279077. D4. Medical device expiration date: 2025-09-30. H4. Device manufacture date: 2022-10-18. H.6 investigation summary. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was not observed. However, the device in the photo has a cracked collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked collar. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield broke off the device. No patient impact reported.